Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, that a pt presented with an unexpected outcome of residual astigmatism. The iol corrected very little astigmatism. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The serial number was provided. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).